Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, the articulating handle broke off. A new device was opened to complete the procedure. There was no patient injury.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination noted that the instrument firing knobs were retracted, and the articulation lever was in neutral position. During functional testing it was observed that the instrument could not be loaded with an articulating vascular/medium reload. An access hole was cut into the instrument body for visualization of internal components. This examination noted that an internal component had disengaged within the instrument. The disengaged component prevented the instrument from being loaded. Engineering evaluation determined that the observed condition suggests that the internal component disengaged during clinical use by trying to articulate the device over an obstruction or without activating the articulation mechanism. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.